Manufacturer narrative:
(B)(4). Reporter had indicated that product will be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right knee arthroplasty on an unknown date. During surgery, the device would not seat in the tibial prosthesis. Another device was used to complete the surgery. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. An articular surface was returned for evaluation. Visual evaluation of the returned part indicates that the dovetail feature has flared out. Signs of wear (nicks and gouges) were found on the inferior and surface. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.